Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of wheels on the back were not turning. The instrument pitch cable was found to be broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at instrument's wrist were not damaged. As a result the input disc at the housing that controls the pitch cable was not working. This complaint is being reported due to a broken pitch cable found during failure analysis.

Event description:
It was reported that prior to a da vinci surgical procedure, the surgical staff noticed that the wheels on the back of the fenestrated bipolar forceps instrument were not turning. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.